Event description:
Olympus was informed that during an unspecified procedure, the image flickered in and out. The intended procedure was said to have been completed with an unidentified device. There was no patient harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the reported phenomenon occurred during an unspecified colonoscopy procedure of which the users experienced a complete loss of image toward the beginning of the procedure. The intended procedure was said to have been completed with unspecified endoscope. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The evaluation found the image would black out and flickered intermittently on its own. The referenced device was evaluated with an electrical connector, and the image remained flickering intermittently. The charge couple device - flexible printed circuit (ccd-fpc) unit was replaced and the image was found fine. The referenced device was evaluated for 2 hours while the bending section, the insertion tube, the light guide tube, and the electrical connector were being manipulated simultaneously with no image issues observed. There were no signs of fluid invasion noted inside the referenced device. The referenced device passed the leak test. The reported phenomenon was attributed to the charge couple device - flexible printed circuit (ccd-fpc) unit. Additionally, one of the light guide lens on the distal end was found chipped due to mishandling. This report is being submitted as a medical device report in an abundance of caution.